Event description:
It was reported that a (B)(6) years old male patient, underwent a left atrial flutter procedure with a webster® cs catheter with auto ID technology and while performing pacing maneuvers patient suffered cardiac arrest and deceased. It was noted that this patient had a medical history of atrial tachycardia that may have contributed to this event. The physician¿s opinion is that he thinks the patient either had a massive myocardial infarction or a reaction to the anesthesia.

Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. B) as lot #:17145133m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) bwi concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator: us catalog #: unknown, serial #: unknown. Product name: coolflow® irrigation pump: us catalog #: unknown, serial #: unknown. (B)(4).